Manufacturer narrative:
The rse evaluated the device remotely and determined that device prompted an audio fault due a user error. After guiding the customer to perform operational checks, the issue got resolved and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be due to a user error. The reported problem is confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the device prompted audio failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.